Event description:
The technical support engineer was informed by the biomedical technician at the user facility via telephone that the visera elite xenon light source had an "e102 error check main lamp, spare lamp is on" during an unspecified event. It was recommended a new lamp will need to be purchased. No patient injury or harm was reported.

Manufacturer narrative:
During troubleshoot, it was recommended the customer purchase a new lamp as needed. The customer will purchase a new lamp. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation (and the inability to evaluate the reported device and reproduce the event), the root cause of the error code e102, spare lamp lighting up, and intermittent image could not be identified. However, it is likely the cause was related to a faulty main lamp. Olympus will continue to monitor field performance for this device.